Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information and patient status from hospital, field contact or distributor. After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during the coronary artery bypass procedure, the first heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used, but the heartstring seal didn't unravel completely during the removal process. The seal was removed without damaging the anastomosis. No patient complications were reported by the hospital.